Event description:
The hcp reported the pt was experiencing withdrawal symptoms. The catheter was determined to have a break, tear, or hole and portion of it was replaced. The pump was replaced at the same time for battery depletion. A follow up report will be sent when additional information is received.